Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac requested to know the lamp life meter read out, and the customer responded noting that it was at 500+ hours. At that time, tac informed the customer that the lamp had likely reached it end of life and should be replaced. Tac provided the customer with the instructions for use (IFU) and discussed how to reset the lamp usage indicator following the replacement of the lamp itself. During a follow up call with the customer, she confirmed that she successfully replaced the lamp, and the error code was resolved. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus visera elite xenon light source was displaying an e103 ¿check examination lamp¿ error during an unspecified procedure. According to the initial reporter, the subject device was inspected prior to use with no abnormalities reported. Reportedly, another video tower was brought in the complete the procedure without any issues for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately almost 6 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the end of life of the lamp. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.